Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the power pcb assembly to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly, however root cause could not be determined.

Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device was unable to complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device was unable to complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with this event.